Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number (B)(4). The result from the meter was 4.6 inr. The customer thought the finger could have been wet for this test. The customer retested within 30 minutes using a new vial of the same strip lot and the result was 3.0 inr. The customer's therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr; qc 2: 5.0 inr; qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.